Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Subsequently after two days, the patient experienced abdominal pain and right groin pain. Abdomen 1 view demonstrated ivc filter with slight tilt and located at the level of l2-l3. Further, CT abdomen demonstrated ivc filter with mild tilt, one of the legs appears to be extending into a lumbar venous collateral towards the left side. Therefore, the investigation is confirmed for filter migration and inconclusive for filter tilt and perforation of the ivc because mr reported ivc filter with mild tilt and legs appears to be extending into a lumbar venous collateral towards the left side. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and migrated to the l2, l3 and caudal. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.